Manufacturer narrative:
There is no known patient involvement. Unique identifier (UDI) number: the UDI number has been requested from (B)(4), however it has not yet been received. This information will be provided in a supplemental report when received. Correction number. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6) . This medwatch report is being filed on behalf of sorin group (B)(4). In the initial complaint, the customer only reported one serial number (B)(4), and only one medwatch report was filed (see 9611109-2016-00662) . However, the user report received on october 13, 2016, documents five (5) serial numbers, including the serial number in the initial report. Four (4) additional medwatch reports have been filed to document the additional serial numbers (see reports 9611109-2016-00662, 9611109-2016-00732, 9611109-2016-00758 and 9611109-2016-00760 for details on the additional units). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On october 13, 2016, sorin group (B)(4) received a user medwatch report (B)(4) that the newly purchased sorin heater-cooler system 3t tested positive for contamination after cleaning. A specific organism was not determined, as the culture was overgrown and a specific bacteria could not be isolated. The new unit was purchased after all 8 of the facility's old sorin heater-cooler system 3t units were replaced due to issues with proper cleaning and infection control between use. In the report, the customer alleged that the device design made proper cleaning of the device impossible when following the current instructions for use (IFU). The customer indicated in the report that the fan exhaust was directed away from the patient and surgical field during use. The customer reported that the device was cleaned and new water lines and connectors were installed after purchasing the unit and before putting the it into service. The facility stated that all devices are continuously monitored for potential contamination per the IFU, and the exhaust is directed out of the operating room. The customer reported that source flora testing of the faucet, filter and tubing for the water source all returned negative. The facility uses a 0.22 micron pall filter. The report indicates that no patient infections have been reported to date related to the sorin heater-cooler devices. The facility has been using sorin heater-cooler devices since 2007.

Manufacturer narrative:
The device manufacturer date provided in the previous report, filed on november 2, 2016, was incorrect. The correct device manufacture date is december 2, 2015. In the initial report, filed on november 2, 2016, it was incorrectly stated that the incident occurred in (B)(6). The incident actually occurred in (B)(6).